Event description:
It was reported that the patient was having more spasms for the past two days, and her pump had migrated recently and was "floating" around a couple of days ago. There was no trauma, but it was reported that the patient rode horses. The pump used to be on top of the patient's hip, now it's level with her hip bone. The patient was admitted to the hospital for a different condition at the time of the report. They were able to interrogate the pump and there were no alarms, it appeared to be in working order according to interrogation. It was felt the patient was experiencing an exacerbation of her underlying disease. The patient's surgeon was going to evaluate the patient and determine if there was an issue with the pump or catheter. Additional information received reported that the patient was being treated with baclofen. At the time the pump was implanted it was lioresal, but it was unknown if lioresal was still being used in the pump at the time of the event.

Manufacturer narrative:
Product ID 8703, lot# j93117931. Product type: catheter: product ID 8578, lot# n240399010, implanted: (B)(6) 2010. Product type: accessory. (B)(4).